Event description:
It was reported that allergic reaction occurred resulting in patient complications. Vascular access was obtained via the groin area. One year ago, a 3.00mmx16mm promus premier¿ stent was implanted. The patient then experienced rashes, mostly itching and hives on and off, aggravated by increased body temperature and sweating. The physician suspected that the implanted stent might have contributed to the event. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).